Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was tested and placed on an in-house system and failed to provide a video due to an electrical or communication failure. The in-house system failed to communicate with the endoscope, resulting in an error message 'instrument not support. Remove instrument.' Additionally, the endoscope was found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with an attached endoscope adapter (aea) shaft bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 30-degree endoscope plus orientation was adjusting on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were already placed when the issue occurred, but the issue did not occur right after ports had been placed in patient. The image was inverted. The event did not involve a reversed control on system arms. The vision orientation did change on its own. The endoscope did not move freely with uncontrolled motion. The system did recognize the endoscope correctly. The surgeon did confirm desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via the user interface. A backup endoscope was used to complete the procedure. No patient injury or harm occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.